Event description:
A baxter representative reported an incident of a pump failing without alarm while in use on a pt who was undergoing extracorporeal membrane oxygentation (ECMO). All three channels were in use. Initially, the nurse reported a failure on channel a that did alarm. The nurse removed the tubing from the channel but the manual tube release would not turn to reset the pump. The channel then read out of service. The nurse continued to use channel b and c. One hour later, the baxter representative returned to the patient to check on the device. Nurse found the device turned away from the view of the nurses. Channel c was no longer in use and the tubing had been previously removed. The pump was found with a blank royal blue screen with a failure code that was not reported. The nurses stated the pump did not alarm and they believed that channel b was infusing tpn. The line was removed from channel b and the pump was powered off. Once the off key was pressed, then the pump alarmed. There was no report of patient injury or need for medical intervention.